Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the pressure sensor fails to zero adjustment. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the good faith effort (gfe) response, the fault of the machine was that the pressure sensor fails to zero adjustment, and the part to be replaced is the gas delivery system (gds). The service engineer replaced the gas deliver system and the machine returned to normal use. The unit was returned to service.